Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during cataract with intraocular lens implantation (iol) surgery, when the doctor inserted the lens, the plunger of the applicator pushed the lens in, but the haptic remained stretched in a bad position and could not be injected into the eye. So a new lens was used to complete the surgery. There was no patient harm.